Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery status change from bol to mol2 in a 5 month period. A guidant technical services (ts) consultant recommended obtaining a memory dump and sending this information to guidant engineering for analysis. The health care professional indicated that a sales representative was not present at the clinic that day, so this could not be performed.